Event description:
A written report from a physician contained the following information. A pt was double skin tested on opposite forearms 30 days later in 1999 with negative response. The pt was injected with collagen in deep nasolabial folds and glabellar folds. Earliest onset of symptoms - 30 days later. Site of local symptom - both nasolabial folds, right cheek. The physician indicates the symptoms were probably related to the product. Medical interventions required to present "multiple incisions and drainages, multiple intralesional kenalog injections, po antibiotics, po steroids - multiple courses. Multiple cultures." Attempts to follow-up with the physician to get more specific info about the above report are ongoing.